Event description:
A device was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a visual inspection was performed and corrosion was found in the device (connector oxide). The service technician also observed foam particles within the device. The device was scrapped.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the connector oxide. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.